Manufacturer narrative:
Supplemental on initial MDR (B)(4): it was determined through investigation of the returned devices that the initially reported suspect device reported is a concomitant. Please refer to manufacturer report number 2016493-2021-57922, and 2016493-2021-57925, which captured the correct suspect devices per investigation report.

Event description:
It was reported that an incorrect rate was programmed on the device. The nurse in the hematology oncology unit was attempting to send electronic order of dextrose 5% normal saline (d5ns) 90.67ml/hr to the pump using interoperability. Since the qr label on the pump module was incorrect, the order details were sent to the pump module in the nicu wherein total parenteral nutrition (tpn) was infusing at 8.8ml/hr. Since d5ns are considered the same fluid from a technical perspective, the order details populated on the pump module in the nicu. It was found that the nurse in nicu proceed to address the infusion screens after it was sent the second time: patient ID change screen ¿ ¿yes¿; soft guardrails alert (rate) screen - ¿yes¿ to override; rate change notification screen ¿ ¿yes¿ to accept the new rate of 90.67 ml/hr. The nicu patient received tpn at 90.67ml/hr for approximately 2 hours before it was discovered. The rate was change to the intended rate of 8.3mlhr for approximately 15 minutes then the channel was stopped. It was found that the hospital had duplicate qr code labels attached to the pump modules in nicu and hematology oncology units. When the nurse scanned the pump in the hematology oncology unit for the d5ns order, it changed the rate on the pump in the nicu. It was further mentioned that the hospital approved the use the same alias on (tpn) as the (d5ns) for workflow ease as requested by the pediatric intensive care unit (picu) nurses against the manufacturer's recommendation and the clinical informatics team at the hospital. There was patient involvement. The patient did decompensate significantly but has since recovered, the fluids were running at an incorrect rate for about 2 hours.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. No devices received, log review only.

Event description:
It was reported that an incorrect rate was programmed on the device. The nurse in the hematology oncology unit was attempting to send electronic order of dextrose 5% normal saline (d5ns) 90.67ml/hr to the pump using interoperability. Since the qr label on the pump module was incorrect, the order details were sent to the pump module in the nicu wherein total parenteral nutrition (tpn) was infusing at 8.8ml/hr. Since d5ns are considered the same fluid from a technical perspective, the order details populated on the pump module in the nicu. It was found that the nurse in nicu proceed to address the infusion screens after it was sent the second time: patient ID change screen ¿ ¿yes¿; soft guardrails alert (rate) screen - ¿yes¿ to override; rate change notification screen ¿ ¿yes¿ to accept the new rate of 90.67 ml/hr. The nicu patient received tpn at 90.67ml/hr for approximately 2 hours before it was discovered. The rate was change to the intended rate of 8.3mlhr for approximately 15 minutes then the channel was stopped. It was found that the hospital had duplicate qr code labels attached to the pump modules in nicu and hematology oncology units. When the nurse scanned the pump in the hematology oncology unit for the d5ns order, it changed the rate on the pump in the nicu. It was further mentioned that the hospital approved the use the same alias on (tpn) as the (d5ns) for workflow ease as requested by the pediatric intensive care unit (picu) nurses against the manufacturer's recommendation and the clinical informatics team at the hospital. There was patient involvement. The patient did decompensate significantly but has since recovered, the fluids were running at an incorrect rate for about 2 hours.